Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion sets were changed to address the issue, and customer continued using the pump for insulin therapy. Customer's blood glucose level was 470 mg/dl. As the occlusion alarms occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.